Event description:
Company representative reported that patient gave herself insulin as she always does in her belly. When she took the needle out after injection, the needle was gone. She contacted her doctor at the health care center, doctor examined the spot where injection was given and he felt a callus. Patient was sore at injection site so doctor removed the callus. The callus has been examined but no needle was found inside.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.